Event description:
It was reported that during preparation for a biliary stone removal procedure the extractor xl retrieval balloon burst. The balloon was tested outside of the patient. The balloon ruptured after the physician injected 2cc of air. The procedure was completed with another of the same device. There were no patient complications and the patient was reported to be fine.